Event description:
Corrected data: date of resolution updated from 29/jun/2017 to 24/oct/2017.

Manufacturer narrative:
(B)(4). The events of ¿facial cellulitis¿, ¿knot¿, ¿redness¿, ¿tenderness¿, ¿induration¿, ¿swelling of her face", ¿soft tissue infection with abscess¿, and ¿has some numbness over mental branch of right alveolar nerve¿, and "fever" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. The safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies. Warnings: rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Adverse events: among the 167 subjects who received repeat treatment, 8.4% (14/167) experienced a device/injection-related aes following treatment. All aes after repeat treatment occurred within 1 month of repeat treatment. The rate of device/injection-related aes was lower after repeat treatment compared to initial/touch-up treatment. The most common aes were injection site mass and induration. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Postmarket surveillance: the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Health care professional instructions: patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. Patient instructions: within the first 24 hours, patients should avoid strenuous exercise and extensive sun or heat exposure. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the treatment sites.

Event description:
Health professional reported the serious events of ¿facial cellulitis¿, ¿knot¿, ¿redness¿, ¿tenderness¿, ¿induration¿, ¿swelling of face", ¿soft tissue infection with abscess¿, and ¿has some numbness over mental branch of right alveolar nerve¿, and "fever." Treatment was noted as inpatient hospitalization, IV antibiotic therapy, bactrim ds, norco, ibuprofen, warm compresses, drainage, ¿oxycodone/acetaminophen 1 tab¿, ¿iopamidol 100 ml¿, ¿vancomycin hci sodium chloride 1000 mg/250 ml¿, ¿hydrocone bitart/acetaminophen 1 tab¿, ¿clindamycin hci/dextrose 600 mg¿, ¿heparin sodium (porcine) 5000 unit¿, ¿pantoprazole sodium 40 mg¿, ¿hydromorphone hci 0.6 mg¿, ¿sodium chloride 1000 ml¿, ¿clindamycin 300 mg¿, ¿lortab 7.5 mg¿, ¿mirena 20 mcg¿, and ¿naproxen 500 mg.¿ it was noted that patient had greater than 50% improvement after intravenous antibiotics with clindamycin and vancomycin. Event is ongoing.

Manufacturer narrative:
Additional information: describe event or problem, evaluation codes.

Event description:
Additional information: it was noted "this patient appeared to have a reaction to the injected product marked inflammation." Events have resolved.

Event description:
Additional information: on (B)(6) 2017: incision and exploration of right chin with no purulent drainage. On (B)(6) 2017: ¿patient stopped 30 mg prednisone dose (prednisone 30 mg qd (B)(6) 2017 to (B)(6) 2017)¿ on (B)(6) 2017: ¿patient started prednisone 20 mg qd (prednisone 20 mg (B)(6) 2017)¿ on (B)(6) 2017: ¿patient started back on prednisone 30 mg (prednisone 30 mg qd (B)(6) 2017)¿ on (B)(6) 2017: ¿hyaluronidase 1 ml (150 units) injection chin¿ on (B)(6) 2017: ¿hyaluronidase 0.5 ml (75 units) injection chin¿ on (B)(6) 2017: ¿prednisone 20 mg qd (prednisone 20 mg (B)(6) 2017)¿ on (B)(6) 2017: ¿prednisone 10 mg qd started¿ additional medications noted as: ¿vancomycin hcl/sodium chloride 1000/250 mg¿, ¿heparin sodium 5000¿, ¿diphenhydramine hcl 25 mg¿, ¿biaxin 500 mg¿, ¿clindamycin 300 mg¿, ¿prednisone 30 mg¿, ¿valium 10 mg¿, and ¿hyaluronidase 2 ml.¿